Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 02/26/2024. Upon sensor pod removal, the sensor wire was not visible. About 3 weeks after the patient reported that he suspected a sensor wire got stuck inside his leg upon sensor removal, he started to feel a shooting pain in his leg when he would take a step. The patient went to an outpatient clinic on (B)(6) 2024 and had his leg x-rayed. The x-ray confirmed that a 2-inch sensor wire was under the patient¿s skin. The patient was advised to have surgery as soon as possible for removal. On (B)(6) 2024, the patient had surgery. A local anesthetic was used on the patient¿s leg and the sensor wire was successfully removed. The patient needed 8 stitches due to the surgery. The patient was discharged home on the same day. The patient reported the incision was healing at the time of report. No additional patient or event information is available.